Manufacturer narrative:
The user facility did not involve the dräger service into examination of the device and potential repair measures. No further information such as e.g. A log file could be obtained. Hence, a case-specific evaluation is not possible for the manufacturer. Based on the provided information it is most likely that the device turned off due to a depleted internal battery. The device is equipped with an internal battery which can maintain operation in case of missing mains power supply. The switch-over to internal battery is indicated by a corresponding alarm message. During operation, the charge of the internal battery is displayed on the screen of the device and ascending alarm messages are generated to inform the user. If the internal battery discharges and the device is not reconnected to the mains power supply, the device turns off and generates a power failure alarm. In switch-off state the airway system is open to ambient to enable spontaneous breathing. When the power supply is restored, the device resumes ventilation automatically with the previous settings. The battery operation is described in the instruction for use (IFU) of the device. The IFU also states to perform a battery check at regular intervals to determine the state of the battery. If the capacity is found to be insufficient during the battery check, the internal battery must be replaced. The state of preventive service measures is unknown to dräger. Reportedly, the device generated the power failure alarm according to its specifications. There are however other scenarios imaginable and, a differentiation is not possible since no other information was made available which would enable a deeper investigation.

Event description:
It was reported that the patient was receiving an aerosolized medication on the dräger ventilator. The ventilator was unplugged, the battery in use audio and visual alarm sounded as expected then another different audio alarm replaced it. Reportedly, the screen on the draeger ventilator went black and the ventilator appeared to have stopped. The ventilator was then replaced. There were no health consequences for the patient reported.